Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that there was a lead integrity alert for noise on the right ventricular lead. Remote transmission also showed and increase in short ventricle to ventricle intervals. Due to the patient's fragile condition, a revision of the lead will not be done. Therefore, detections were turned off for the lead to avoid any inappropriate high volt therapies. The lead remains in use and the patient will be monitored. No patient complications have been reported as a result of this event.